Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown primary baseplate. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that there was a left knee revision due to patient having an allergy to nickel. The knee was well fixed and difficult to remove.